Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer was changing the battery every 3 days and half of the reservoir ring was cracked. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir able to lock in place when inserted into insulin pump. Customer reported low battery alarm or short battery life. Customer receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. The device will be returned for analysis.